Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set patch leaked which led to high blood glucose level of 278mg/dl on 30/apr/2024. The infusion set in use for 1 day. The patient replaced infusion set and resumed insulin successfully. No further information available.